Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
A technician reported a patient who presented with irritation, foreign body sensation, and light sensitivity three days post lasik. The patient was noted to have 1-2+ diffuse lamellar keratitis. The patient was prescribed an oral steroid, the topical steroid dosage was increased, and a flap lift and rise was performed. The patient will be seen in follow up at a later date. Additional information received states that the patient's symptoms resolved.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the treatment. Logfile review shows no abnormalities that could have contributed to the reported event. All laser system functions were within specifications at this day. Technical root cause could not be determined as the system is performing within specifications and as intended. (B)(4).